Event description:
Kimberly-clark received a report stating, "during stimulation mode unit gave error reading 'check cables.' Unable to stimulate lesion due to temp problems. Aborted procedure." No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The analysis of generator is pending. If any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report. We are unable to determine a root cause for the reported event as the analysis of the unit is still in progress. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.